Event description:
The company was informed that the pt was explanted due to an infection of the wound with the exposed device. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.